Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the limb ischemia has been completed. No data logs were provided for review. The clinical details provided were insufficient to determine a root cause. The cause of the limb ischemia was not determined due to insufficient information, no data logs, and the product not being returned. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon removal of the impella, lower limb ischemia was discovered. No additional measures were taken based on the ischemia. The patient had remained on impella support and was successfully weaned.